Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging gaps in continuous glucose monitor data of approximately 45 minutes. There was no reported health event associated with the issue. This complaint is being reported because the alleged issue may cause the patient to miss blood glucose (bg) trending data and thus fail to react to any potential bg excursions.